Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. The customer treated with a manual insulin injection. The customer reported multiple no delivery alarms from the insulin pump. The customer reported that the no delivery alarms were resolved by an infusion site change. The customer also reported a bent cannula from the infusion set. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.